Event description:
Related manufacturer reference number: 2017865-2024-35630, 2017865-2024-35631. It was reported that the patient presented for a follow-up in the clinic. Upon diagnostic imaging examination, it was found that the pacemaker was migrated, the right atrial lead and right ventricle lead were dislodged. The entire system was explanted and replaced with a leadless pacemaker. There were no patient consequences.